Event description:
The complaint from clinical study (B)(4) for patient with ID (B)(6) indicated that the procedure was coil embolization for ba top, and during the coil embolization procedure, an orbit complex coil (6x15, catalogue and lot unknown) unraveled. An unspecified snare was used to re-capture the coil, and the coil, the snare catheter and the microcatheter (either excelsior 1018 or excelsior sl10) were safely withdrawn from the patient. The procedure was continued using other coils and a new microcatheter (either excelsior 1018 or excelsior sl10). The event outcome as of onset was indicated as recovered without sequel. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable because it seemed that the vrd strut restricted him from handling and controlling the movement of the microcatheter. Afterwards, the patient developed an edema in lower left medulla oblongata. Action taken was an intervention with steroid as well as oral steroid. The patient also developed numbness and sensory abnormalities in left facial surface, trunk as well as upper limb. No action was taken for numbness. The event outcome as of a approximately a year after onset was ongoing and improved. According to the physician, the possible cause of the event was due to the contrast injected from left vertebral artery. Therefore the relationship of the event to the procedure was highly probable and to the vrd was unrelated. Approximately 13 months after the index procedure, the patient developed coil compaction at the aneurysm neck, and the action taken was a repeat coil embolization. The event outcome after onset was recovered without sequela. According to the physician, the possible cause of the event was because the aneurysm remained incompletely occluded at the time of index procedure, because the vrd strut restricted him from handling and controlling the movement of the microcathe...

Manufacturer narrative:
It was reported via (B)(4) study that during a basilar artery top coil embolization a 6x15 complex orbit coil (catalog and lot unknown) unraveled. Using a snare catheter to re-capture the coil, the entire orbit system was removed from the patient. The procedure was continued with placement of additional coils including two 7x21, two 6x15 orbit complex coils (catalog/lot unknown), (two 7x21, two 6x15, catalogue/lot unk), two 5x10 deltapaq cerecyte microcoil ((B)(4)/lot unk), and a 4mm x 8mm deltapaq cerecyte microcoil ((B)(4)/lot unk). Approximately 4 months after the index procedure the patient developed coil compaction at the aneurysm neck. Action taken was a repeat coil embolization 13 months after the index procedure, and the event outcome after onset was "recovered without sequel". The patient had a prior history of clipping of an unruptured aneurysm in right icpc 16 years prior to index procedure (details unknown). At index procedure the unruptured saccular aneurysm neck was 9.7mm, and the neck to sac ratio was 9.7mm:10.4mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.6mm. Modified rankin scale (mrs) pre-index procedure was 0. The act was 150 seconds pre anticoagulation with administration of heparin 4000 units with an act of 258 seconds post anticoagulation. It was reported that a jailed microcatheter technique was used. During the index procedure, using an unspecified snare the coil, snare and microcatheter (either excelsior (B)(4) or excelsior (B)(4)) were safely withdrawn from the patient. The procedure was continued using other coils and a new microcatheter (either excelsior (B)(4) or excelsior (B)(4)). There was no further sequela related to this event. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable because it seemed that the vrd strut restricted handling and controlling movement of the microcatheter. No further details are available. It was reported that post procedure the patient had numbness and sensory abnormalities in the facial surface, trunk, as well as upper limb with mrs of 1, reported as not device related but related to lower left medulla oblongata edema due to the procedural contrast. After treatment with steroids this was ongoing, improved. The occlusion rate of aneurysm was 100% after the procedure. Six days pre-procedure antiplatelet therapy included ongoing aspirin 100mg/day and clopidogrel 75mg/day for eleven weeks followed by tapered down doses until eight months post procedure. Argatroban hydrate was administered index procedure day for one day and then again at the time of follow-up embolization. The lot number is not known; therefore a device history record review cannot be completed. The orbit coil that unraveled during procedural use is not available for analysis. Although based on the limited available information pertaining to the stretching of the coil it is possible that procedural factors including vessel characteristics, aneurysm position, jailed technique and microcatheter selection may have also contributed to the reported difficulty controlling the microcatheter. Therefore, no corrective actions will be taken. This one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00164, 1058196-2012-00165, 1058196-2012-00166, 1058196-2012-00167, 2954740-2012-00522, and 2954740-2012-00523.

Manufacturer narrative:
According to the physician, the possible cause of the event was because the aneurysm remained incompletely occluded at the time of index procedure, because the vrd strut restricted him from handling and controlling the movement of the microcatheter. The relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient has history clipping of the unruptured aneurysm in right icpc in (B)(6) 1994 (details unknown). The unruptured saccular aneurysm neck was 9.7mm, and the neck to sac ratio was 9.7mm:10.4mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.6mm. Mrs on (B)(6) 2010 was 0, on (B)(6) 2010 was 1, and on (B)(6) 2011 was 1. The act was 150 seconds pre anticoagulation and 258 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure. Antiplatelet therapy included aspirin 100mg/day: 2010-(B)(6), clopidogrel sulfate 75mg/day:2010-(B)(6)-2011-(B)(6), 50mg/day: 2011-(B)(6), 25mg/day: 2011-(B)(6), 75mg/day: 2011-(B)(6), 25mg/day: 2011-(B)(6). Argatroban hydrate 60mg: 2010-(B)(6), 2011-(B)(6). Heparin 4,000u was administered intra-procedurally and heparin 5,000u: 2011-(B)(6). Prior to implanting the vrd, 7fr launcher (medtronic), chikai (asahi intec), prowler plus (mc) microcatheter ((B)(4)/lot unk) were utilized. Other devices utilized during the procedure were, radifocus gt x2 (terumo), excelsior sl10 mc (stryker), excelsior1018 mc, and gdc coils x2 (stryker). No further information is available and procedural images are not available. Please note: the catalog code entered represents an unknown orbit complex coil (6x15). The catalog and lot number/(s) for the actual product/(s) used in the procedure are unknown. The product remains implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00164, 1058196-2012-00165, 1058196-2012-00166, 1058196-2012-00167, 2954740-2012-00522, and 2954740-2012-00523.